Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported vela stops ventilation with continuous alarm while on patient. The customer reported they have substituted the device with other vela that they have. The customer confirmed there was no patient harm associated with the reported event.